Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was unknown. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was 61 mg/dl the evening before the customer passed. The customer was wearing the insulin pump at the time of death. It was unknown if the customer was using sensors. The customer was in good health before they passed. The customer had 2.2 active insulin units and had given themselves a 3 unit bolus before they passed. The caller declined to return the insulin pump for analysis.